Manufacturer narrative:
Investigation is ongoing.

Event description:
The device showing panel disconnection during ventilation.

Manufacturer narrative:
Additional information: hamilton medical ag`s comes to the following conclusion: hamilton medical ag received the logfiles of the device for analysis. Based on the analysis of the log files, the device recorded a panel connection lost. The "panel connection lost" alarm indicates that communication between the interaction panel (ip) and ventilator unit (vu) is interrupted. The service technician conducted troubleshooting and identified the root cause as a defective ip (interaction panel) esm . Consequently, the defective component was replaced. After the replacement, the device worked as intended and passed the test software (tsw).